Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficulty removing the lock line appears to be due to the reported knotted lock line; however, a cause for the knot in the lock line could not be determined in this incident. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult to remove lock line and knot in lock line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and during an attempt to deploy the clip, resistance was noted during removal of the lock line. The physician suspected that there was a knot at one of the free ends, which was pulled into the system during the attempt to remove the lock line. A knot was not visible when testing lock line removability. The clip was deployed per the instruction for use (IFU) and the cds was withdrawn. The rest of the lock line that was showing out of the steerable guide catheter could be removed without issue. The clip remained stable on the leaflets. Two clips implanted, reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.